Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The user handling of the device reprocessing was inappropriate. The device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Bending section angle did not meet the specification. Angulations was slacked and became heavy due to worn bending tube and angulation wire. Up and down angle lock lever had cuts and damage. The metal part was exposed. The light guide bundle was slipped down. The bending section rubber adhere was detached, chipped, cracked, or had a burr. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of 3 times microbiological testing by the user facility, the following microbes were detected from the sample collected from the air/water channel of the subject device. Gram-negative bacteria. (1-10 cfu) gram-positive bacteria. (>100 cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.